Event description:
"It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements resulting in a lead safety switch (lss). Reprogramming was performed to unipolar pace and bipolar sense. Threshold measurements were noted to be high. As this patient is pacemaker dependent this decision was made to perform a rv lead revision and also replace the pacemaker at that time. A new rv lead and device were implanted and remain in service. No additional adverse patient effects were reported." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).